Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that the syringe 10ml ll s/c 200 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9204108. Product description summary: there was a crack that went all the way to the 5ml mark. Blood was leaking, they had to redraw the patient's blood. No indication that the package was dropped or crushed. D.4. Medical device lot #: 9204108. D.4. Medical device expiration date: 2024-06-30. H.4. Device manufacture date: 2019-07-23.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 302995 batch no: 9204108. Product description summary: there was a crack that went all the way to the 5ml mark. Blood was leaking, they had to redraw the patient's blood. No indication that the package was dropped or crushed.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 302995 batch no: unknown product description summary: there was a crack that went all the way to the 5ml mark. Blood was leaking, they had to redraw the patient's blood. No indication that the package was dropped or crushed.

Manufacturer narrative:
H.6 investigation summary: a single loose 10ml syringe was received in a plastic biohazard bag. It was visually evaluated. The sample had unknown liquid residue, potentially blood droplets, in the fluid path and inside the plastic bag. The syringe barrel was observed to have a crack running lengthwise from the roof of the barrel up to approximately 5ml mark outside the scale markings. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review could not be performed as lot number was unknown. Since the batch # is unknown, a defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10ml ll s/c 200 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no: 302995 batch no: unknown product description summary: there was a crack that went all the way to the 5ml mark. Blood was leaking, they had to redraw the patient's blood. No indication that the package was dropped or crushed.